Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy due to stress urinary incontinence. Following insertion, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia and vaginal scarring. The patient underwent mesh revision and excision concurrently with a urethroplasty and closure of urethral defect on (B)(6) 2012 due to mesh erosion into the urethra, chronic infections and obstruction. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence urethral hypermobility, intrinsic sphincter deficiency and a mesh was implanted. It was reported that after implantation patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, organ perforation and urinary/bowel problems. It was reported that patient underwent sling revision and excision , urethroplasty and closure of urethral defect on (B)(6) 2012 due to urethral obstruction, erosion into urethra and persistant urinary tract infections. (B)(4).